Event description:
During an IV administration line set up in the MRI imaging room, the physician was attempting to remove the female luer disposable cap from a vented syringe adaptor infusion set. The cap would not twist free from the infusion set and after much force to remove the cap, the infusion set cut the physician on the index finger. The IV set was disposed of and the physician mended the cut and another IV set was deployed. Although the physician removed the cap from the second adaptor set, the process was still difficult. The original set was not saved, but incident reported to biomedical engineering. Bme obtained a clean sterile syringe adaptor set and confirmed that luer cap was indeed very difficult to remove. Physician reported that this is occurring with most all of these IV sets. Unused line secured to be reported and sent to manufacturer. Manufacturer response for infusion set, vented syringe adaptor, mridium MRI (per site reporter): awaiting manufacturer follow up.